Manufacturer narrative:
The reported field event was verified in the laboratory. A longevity calculation was performed and the device was found to be outside of the expected limits. The device's electronic circuitry was tested both manually on the bench and on the automated electrical system. No anomalies were detected. The original battery was returned to the vendor for further analysis. An internal battery anomaly was found, which caused the reported premature battery depletion.

Event description:
Additional information shows lead remains implanted.

Event description:
It was reported that the device had a premature battery depletion. Recommended to replace the device.